Manufacturer narrative:
(B)(4). The exact date of occurrence is not known. The estimated date was entered as (B)(6) 2014. It was reported that the device was used in the heavily calcified lfca access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of the heavily calcified left common femoral artery (lcfa) was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, a cuff miss occurred. A second proglide device was used and a cuff miss occurred. A third proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event of need to cuff miss was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.